Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01893.

Event description:
It was reported that the g7 shell was attached to the straight inserter. When attempting to disengage the inserter, he was unable to unscrew the inserter into the shell. Attempted multiple times but the inserter was stuck to the implant. Second implant and inserter was used to proceed with the operation. There was no reported harm or injury to the patient. Attempts have been made and no further information has been provided.